Manufacturer narrative:
(B)(4). The device was not available for evaluation. This complaint was not confirmed in the lab due to a lack of sample. A patient contacted global technical services (gts) regarding assistance with accidentally pulling the spike out of the heater bag while using the homechoice (hc) during setup. Root cause was determined to be use error - incomplete connection. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Event description:
A patient contacted global technical services (gts) regarding assistance with accidentally pulling the spike out of the heater bag while using the homechoice (hc) during setup. The patient wanted to know if he could use the blue clamp line instead. Gts explained that he could not and that all the fills have to come from the red clamp line. Gts then advised the patient to start over with a new cassette and bags. Product surveillance contacted the patient?s dialysis nurse. She stated that the patient did not notify the clinic of this event. The nurse stated she would follow-up with the patient and review procedure with him. No injury or medical intervention was reported.